Event description:
Report received of a tubing separation. Reportedly, the nurse was spiking a blood bag in preparation for blood administration when the tubing separated from the spike. The spike had not yet fully penetrated the administration port of the bag, therefore there was no blood leakage. The set had not yet been connected to the patient. The nurse had another blood set readily available and there was no delay in therapy. Though requested, no additional information was provided.